Event description:
Pt reported the menu button on the infusion device does not function. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Event description:
On (B)(6)2010, during follow-up for an unrelated alarm, it was reported that the patient had peritonitis. In (B)(6) 2010 (exact date unknown), the patient was hospitalized for peritonitis. Per the reporter, the peritoneal effluent analysis and culture were performed at the hospital. The reporter did not have the results of the analysis, but stated the culture grew (B)(6). The patient was treated with vancomycin intraperitoneal (ip). Per the reporter, the patient was only hospitalized for a couple of days (exact dates or number of days was unknown) and then discharged. At the time of this report, the patient continues to take vancomycin (ip) but the peritonitis is resolving. Per the reporter, she did not know what caused the peritonitis but it was unrelated to any of the patient's peritoneal dialysis (pd) solutions or pd devices. The reporter then she stated she was declining to provide any further information as the peritonitis was unrelated to the patient's pd solutions or pd devices. No further information is available. The following are potentially associated lots for this peritonitis event: homechoice cassette (product code 5c4531c, lots h10d24034, h10e22035, and h10d10058), minicaps (product code 5c4466p, lots gd874826, gd874859, and gd875575), flexicaps (product code 5c4456, lot 10d12h25 and 10d15h25).

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10d24034, h10e22035, and h10d10058), with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.